Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set leakage occurred. The following information was provided by the initial reporter: blood began leaking out where the line meets the needle that is inserted into the blood tube. Exposure was to animal (canine) blood to our techs due to leakage.

Manufacturer narrative:
D10: device available for evaluation: yes d10: returned to manufacturer on: 10-oct-2023 h.6. Investigation summary: material #: 367281 lot/batch #: 23d2121 bd received 79 samples for investigation. The samples were evaluated by visual examination and 16 by functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional draw testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® safety-lok¿ blood collection set leakage occurred. The following information was provided by the initial reporter: blood began leaking out where the line meets the needle that is inserted into the blood tube. Exposure was to animal (canine) blood to our techs due to leakage.